Manufacturer narrative:
The third party agent informed physio-control that the therapy pcb assembly was replaced on the device and then proper device operation was observed through functional and performance testing.

Event description:
It was reported that the device had its service indicator illuminated. After evaluation by physio-control, it was observed that the device had logged an event code and would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the device will not be returned to physio-control and it will be repaired by the customer, in the field. Physio has recommended replacement of the therapy pcb assembly; however, physio has not received any repair information on the device. The cause of the reported failure could not be determined at this time.